Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was not confirmed. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, there was an angulation malfunction and an error code e315 that appeared. The event occurred during preparation for use and the therapeutic procedure (colonoscopy) was completed with another similar device. There was no procedural delay and no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation of an error e315 code was not confirmed as the event could not be reproduced. However, the allegation of an angulation malfunction was confirmed due to insufficient angulation. Additional evaluation findings are as follows: the switch section had a pinhole, the control unit had water leakage, the electrical safety test failed on multiple criteria, the light guide cover glasses glue was white clouded, the charge couple device glasses glue was white clouded, the plastic distal end cap had a dent, the control unit had water leakage and discoloration, the switch section had a pinhole, and the air/water, suction, ground and channel ports were stained. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.